Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2.5 v capture thresholds, <1.0 mv sensing thresholds and lead dislodgement. The lead was replaced after several attempts were made to find an acceptable postion.